Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received, two cannulas outside their packaging which pertain to product code ez10g. Upon visual assessment of the returned samples, it was noticed that only one of the cannulas contained a suture, and the loop could not be observed. The suture was examined, and the strand had begun to degradation process caused by exposure to the environment. In addition, the other section of the suture was not returned for evaluation. The packaging was visually inspected, and damage could be observed on the top foil packet probably caused by a surgical instrument. In addition, wrinkles and holes in the cavity were noted. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. The product code ez10g contains an absorbable suture. As the sample was received open, the time of exposure to the environment could not be determined and the functional test could not be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events captured via: 2210968-2023-05206.

Event description:
It was reported that in a simulation lab, the resident opened the device and the loop popped off. There was no patient involvement. No further information was provided.